Event description:
It was reported the catheter balloon could not be inflated after pretest. A second catheter, same make, had the same reported event occur. The 3rd catheter from a competitor's was used to complete the procedure. No pt injury reported.